Manufacturer narrative:
The reported event of low rates was confirmed. The session records were reviewed, and the cause of the event was due to the offset of the vip programming. This analysis shows that the device firmware was functioning correctly according to the requirements.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the pacemaker (pm) revealed there was a rate response issue due to diagnostic issues. The patient was asymptomatic. No changes were made the patient was in stable condition.